Event description:
It was reported that the patient presented for a lead revision, after procedure the pulse generator exhibited backup vvi mode. A software download did not resolve the issue. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).